Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was overdischarged. The representative met with the patient and pulled the battery out of overdischarge, cleared the power on reset and got stimulation to turn back on. It was noted that the patient had been implanted on (B)(6) 2017 with an abbott coronary artery device that had a wireless data transmission through a pillow type device. It was explained that about 4-6 weeks after this was implanted the patient was laying on the pillow and felt a shocking sensation at the stimulation sensation. The patient was advised to turn the implant off when using the data transmission device to determine if that changes the stimulation change effect. The indications for use were spinal pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown if the issue was resolved. The patient¿s wife was going to call in if any shocking occurred.